Event description:
It was reported that the patient came in for a pocket revision and during the procedure the physician decided that they needed to move the right ventricular lead. He retracted the active fixation lead helix but when he tried to redeploy the helix, it would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.